Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention. The trial started on 2024-06-11. It was reported that patient went to the ER and was hospitalized due to the leads coming out, blood, white fluid, pain and passing out.

Manufacturer narrative:
Continuation of d10: product ID: 306001; lot#: unknown; product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.